Event description:
The device was used during a total gastrectomy procedure. Reportedly, the anastomosis was not done completely. The distal part was torn. The surgeon resected a small amount of additional tissue and placed another stapler to complete the procedure. The hosp has reported the pt's condition is satisfactory.